Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus and the arrow did not line up. The overlay/bezel assembly was found out of electrical specification. Concomitant medical devices: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer pen needed to be calibrated. The programmer was returned for repair. No patient complications have been reported as a result of this event.